Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was ant oxytocin bolus that was not administered by the pump. The fluid was believed to not be running at the programmed rate. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of inaccurate delivery could not be confirmed through log review or laboratory testing. Rate accuracy testing was performed on the source pump module. The device was found to be delivering fluid in specification. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The administration set is associated and being further investigated in pr 14108216. Inspection of the suspect device found no issues or anomalies that could contribute to the reported issue. All inspected parts were manufactured by bd. A review of the suspect pump module error log showed no error or malfunctions relevant to the customer¿s complaint. The pump module was powered on attached on 19 january 2026 at 7:55 am and was assigned channel b. At 9:20 am, pump module received remote IV with a rate of 150ml/h and a volume to be infused (vtbi) of 500ml. The infusion was started. At 9:21 am, pump module was selected and user programmed a bolus with a rate of 999ml/h and vtbi of 500ml. The infusion was started. At 9:22 am, pump module alarmed for ¿partial patient side occlusion¿ and infusion was restarted. Door was opened and seconds after, door was closed. The infusion was restarted. At 9:40 am, bolus infusion completed and transitioned to primary infusion with a rate of 150ml/h and vtbi of 196.895ml. The infusion was started. At 10:59 am, infusion completed for kvo and alarmed for door open. Additionally, alarmed for ¿chek IV set¿ and channel was powered off. No more infusions were recorded on the reported date. The bd alaris system user manual v12.3.2 states within warnings and cautions, do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. Additionally, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported inaccurate delivery event was not identified. The returned device was fully evaluated, and no anomalies were found during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was ant oxytocin bolus that was not administered by the pump. The fluid was believed to not be running at the programmed rate. There was patient involvement but no harm.